Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a33 alarm. It was also mentioned that the drive support cap was loose. Blood glucose level was 234 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn-reservoir.

Manufacturer narrative:
Compromised forced sensor system during the basic occlusion test due to moisture damage on force sensor resistor. No moisture damage on electronics assembly noted.